Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure: craniotomy/glioblastoma. According to the reporter: on may 18, pt felt nausea and was treated with primperan. As of july 11, this symptom continued. On may 21, the pt complained of a headache and was treated with voltaren. As of june 25, the symptom recovered without sequelae. On may 24, hepatic dysfunction was revealed. On june 25, the symptom recovered without any treatment and sequelae. On may 25, enervation was revealed and the pt visited a psychiatrist. On june 25, the symptom recovered without sequelae. Surgeon considers the possibility nausea and headache and hepatic dysfunction were caused by product.